Event description:
It was reported that a user new to the ilet insulin pump experienced elevated blood glucose after announcing a usual meal size despite having a carbohydrate-heavy lunch, resulting in an incorrect meal announcement and transient hyperglycemia. Symptoms included high blood glucose without reported injury. Outcomes included no hospitalization, no emergency treatment, and resolution through user education. Investigation included a review of user reporting, device use, and troubleshooting education. Investigation of this case revealed user error related to inaccurate meal announcement while acclimating to pump use. It was concluded that the device functioned as designed and that the event was attributable to user handling, with guidance provided to announce meals accurately and adhere to usuals during the initial period of pump use.